Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance records in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaw of the vaso view hemopro 2 would not activate when going to cut branches. A replacement device was used to complete the procedure. The hosp did not report any pt effects.